Manufacturer narrative:
Date rec¿d by MFR : 27aug2019, date of report : 29aug2019. Attempts were made to reach out to the customer to receive additional information regarding this complaint. The customer did not respond to these attempts and this complaint will be closed. The record will reopen if further information is received. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14jan2019. (B)(4). A follow-up report will be submitted once the investigation has been completed.

Event description:
The customer reported that the ventilator generated an alarm relevant to defective led (light emitting diode). The ventilator was in clinical use at the time of the event occurred. Event date not specified; estimate used.